Event description:
Organox metra device experienced mechanical failure during offboarding process of the liver at the receiving hospital. Organox device ceased providing warm perfusion, exact time unknown.